Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported a rep met with the patient. The rep reported the patient did not experience any more shut offs of the ins after they reported the problem on (B)(6) 2017. Adaptive stimulation was started on (B)(6) 2017 to resolve the ins shutting off by itself. It was also mentioned the rep was planning on sending a report file as soon as they could download report link to their computer to transfer it electronically. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins has shut off on its own three times over the weekend. The rep reported the patient was not in the middle of charging it, has not let the charge go low, has not been near any emi, and has not had any falls. The rep reported when the patient felt it stop, they used their programmer to synchronize and confirmed there was no lightning bolt icon in the corner. The patient turned stimulation back on with the top button and the therapy was the same with no change. The ins shut off on (B)(6) 2017 and showed it was still ¾ charged. The patient charged the device and was able to do so in less than one hour. No actions were taken yet, the patient was scheduled to meet with a rep on (B)(6) 2017. The patient was planning on setting up adaptive stimulation at their appointment. The patient was going to keep a log of any more turn off events. No further complications were reported.